Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a receiver reinitialization occurred. On (B)(6) 2025 at around 2:00am, the patient was taken to the emergency room. It was reported that the patient was not able to monitor their blood sugar because the receiver was only showing the dexcom logo and the patient did not have a bg meter to use. Prior to going to the ER, they called the firefighter nearby to check on the patient since patient was acting strange. The fireman gave the patient around 25 units of insulin. A finger stick was checked by the firemen and the value was between 500 to 600 mg/dl. The patient was discharged from the ER on (B)(6) 2025. There was no information provided about treatment in the ER. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.